Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited oversensing noise, and a fracture was noted on the ra lead. On (B)(6) 2026, the physician elected to cap and replace the ra lead. The patient¿s condition remained stable throughout.